Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the plunger was bent prior to first implant. Additional information has been requested.

Event description:
Additional information has been requested, but further. No information was available.

Manufacturer narrative:
One opened handpiece injector was returned, for evaluation for the report of bent. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger severely bent downward. Dimensional and functional testing was unable to be performed, due to the severity of the bent plunger. Photo of the product and label are attached to the parent file and have been reviewed by the investigation site. The photo of the label only contains shipping information and does not contain product information. The photos of the product confirm, that the plunger of the injector is bent. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in january 2022. The evaluation confirms, the injector plunger has a bent plunger head. How and when how the plunger became bent cannot be determined, from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The manufacturer internal reference number is: (B)(4).